Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet began. Once a final investigation is complete, a follow up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low oxygen delivery during use on a patient on the lap top ventilator 1200. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation : g3, g6, h3,h2, h6, h10. "Results of investigation: vyaire medical received the evice for evaluation. Visual inspection of the uut (unit under test) found the loctite on solenoid #2 needle valve lock nut had been damaged, photographs taken. There were no other signs of damage or misuse. Unit under test was installed on a test stand as received and underwent testing in an effort to duplicate the failure. All solenoids were found to be within the specified range. The original complaint was duplicated in the fa lab. The unit under test was found to be damaged. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.